Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED THAT THE BRUSH TIP BROKE OFF IN THE CHANNEL AND THE FRAGMENT WAS RETAINED IN THE DEVICE DURING REPROCESSING INVOLVING AN OLYMPUS CYSTO-NEPHRO VIDEOSCOPE. THERE WAS NO PATIENT INJURY REPORTED.

Event description:
No additional information was received from customer.

Manufacturer narrative:
Updated fields: D8, D9, G3, H2, H3, H6, H11.This supplemental report is being submitted to provide the results of the final investigation. The device was returned to Olympus for inspection, and the reported failure was confirmed.Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the brush. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.